Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips or control solution was returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution from lot # 9bv2g40, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control readings in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer performed control tests on his contour next link 2.4 meter and obtained readings of 46 mg/dl at 7:09 p.m., and 163 mg/dl and 166 mg/dl at 7:11 p.m. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.